Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: (access vessels measuring 6.4 - 6.5 mm).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had small access vessels measuring 6.4 - 6.5 mm in diameter; therefore, a 22 fr sheath was used during the case. Because the patient's vessels were small the sheath could not be pushed all the way to the intended location. It was reported that all the working length was needed; therefore, the talent delivery system was pushed all the way into the introducer sheath including the strain relief. The physician was able to advance the delivery catheter to the intended landing zone at the carotid artery. During the deployment of the stent graft, the apex deployed in the misaligned position. This was attributed to the fact that they were not able to initiate deployment proximally first and then pull down. There was no attempt to fix it and only soft ballooning was performed. There are no endoleak present. The decision was made to not perform additional intervention and to keep the patient under surveillance. No additional clinical sequelae were reported, and the patient is fine.